Event description:
Following use of the suture in the fascia, the patient developed an infection. The suture material was removed. Subsequently, the patient died from an infection, but it is not clear if that infection was in any way related to event reflected in the report.